Manufacturer narrative:
Due to character limit in the e1 section event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during use, the cardiosave intra aortic balloon pump unit turned off with loud ringing sound. There was no indication of harm or injury reported.

Manufacturer narrative:
Updated fields: b4, e2, e3, g1(contact person mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected field: h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit, fse states unit shut down issue was repaired by installing a new power management board (0670-00-1162). Completed pm with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.

Event description:
N/a